Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was crosstalk where there was ventricular pacing inhibition due to oversensing the p waves. This patient with complete heart block fell and hit their head. She was hospitalized in the intensive care unit. There were no events stored in the logbook. The automatic gain control (agc) was set to 0.6 and reprogrammed to a fixed sensitivity of 5 millivolts. The hospital stated they would call the rep if further oversensing was seen after the reprogramming. No further calls were noted. The pacemaker and right ventricular (rv) lead remain in service and no additional adverse patient effects were reported.